Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states via social media ((B)(6)) and received by bayer on 24-sep-2015. The consumer had essure (fallopian tube occlusion insert) inserted. The consumer was getting a hysterectomy in 4 hours from the time of the report thanks to essure. Follow up information received on 25-sep-2015: no new information follow-up information was received on 29-sep-2015 and case was upgraded to incident: consumer stated that since her hysterectomy on (B)(6), she has been in extreme pain. Ptc investigation result was received on 04-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 16-oct-2015: ptc assessment updated without major changes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy after essure (fallopian tube occlusion insert) insertion. This event was considered serious due to its medical importance and is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer related the performed surgery to essure; however neither the adverse events she experienced were specified nor was the exact medical reason for this surgery provided. Although limited information is available, it cannot be excluded that hysterectomy occurred as a consequence of essure therapy. This case was initially regarded as non-incident; however upon receipt of follow-up information, hysterectomy was confirmed. Therefore, case was upgraded to incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. No active follow-up will be pursued, since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.